Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2009". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
This additional information received on 02jul2018 as follows: pt allegedly received an implant on (B)(6) 2009 via the right internal jugular vein, due to deep vein thrombosis (dvt)/pulmonary embolism (pe) from trauma. Pt alleges migration, tilt, organ perforation and filter erosion into bowel. Pt further alleges severe pain and post implant deep vein thrombosis. Additionally, pt. Alleges filter retrieval and replacement on (B)(6) 2016 without further details.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). F10) patient codes: vessels, perforation of (2135) - listed in IFU; organ(s), perforation of (1987) - not listed in IFU; pain (1994) - not listed in IFU device codes: migration of device or device component (1395) not listed in IFU; unintended movement (3026) (tilt) - not listed in IFU, no code available (3191) (device perforation) - not listed in the IFU. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per CT report from (B)(6) 2016,"there is an ivc filter with prones extending beyond the ivc walls as seen on the previous study." "There is no suggestion of small bowel obstruction." Per the retrieval report from (B)(6) 2016, "filter with erosion into the bowel." "Removal of inferior vena cava (ivc) filter with laser." "This is a patient who had dvt and pulmonary embolus and had an ivc filter [placed]. [The patient] is now on therapeutic anticoagulation, but the filter is protruding into the duodenum and spine. The ivc has become occluded by the filter." "We used the laser through the sheath and over the wire to try and disrupt enough of the chronic clot such that we could grab the filter. This was difficult and we used a balloon to try and alter the filter position such that we could snare it. After multiple failed attempts, we used endobronchial biopsy forceps to re-position the tip of the filter such that we could advance the large sheath over the filter tip. At that point we were able to snare it and advance the laser over the filter to free it from surrounding adherent tissue. We then pulled the filter into the large sheath. Completion venogram showed no extravasation. The 20 french sheath was removed and pressure held to achieve hemostasis. The patient was taken back to the recovery area in stable condition."

Manufacturer narrative:
The previous medwatch reports that were submitted as manufacturer report follow-up #2 and follow-up #3 should have been submitted as follow-up #1 and follow-up #2 respectively. As a result, this report will be submitted as follow-up #1 due to the inadvertent error for the report sequence. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
The following field was updated per additional information received: the following allegations have been investigated: occlusion. Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1: name and address for importer site: cook medical incorporated (cmi) (B)(4). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2009, report from xray: "ivc filter is noted overlying the midabdomen¿ ivc filter in place."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿celect -vc & organ perforation, migration, tilt, severe pain, dvt". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported severe pain is directly related to the filter. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.